Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01187. This report is being submitted as additional information. The serial number of the device was requested but not provided. The manufacture date and age of device are unknown, as the serial numbers of the device was not provided. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported event of no external power alarms while on the mpu was confirmed based on the information recorded in the log file provided by the customer. The log files contained approximately 41 days of data. The information recorded on (B)(6) 2018 at 4:00pm revealed that the system was powered by an mpu. There were no external power alarms recorded on (B)(6) 2018 at 5:56:43pm and 5:56:44pm. The associated voltage levels indicated that mpu power was lost during this time. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was powered by the system controller's internal backup battery during the event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that no external power alarm was observed on (B)(6) 2018. The patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed that the no external power alarms may have been due to the mpu power cable coming loose. No additional information was provided.